Manufacturer narrative:
New info, regarding this incident, has been recently rec'd by coloplast. Based on this add'l info, it has now been determined to be reportable. Coloplast has not been provided any other corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, the surgeon notice tip of introducer instrument was missing. Sling was implanted and procedure was completed. Further investigation revealed that the introducer tip was not retrieved and remains implanted.